Event description:
Med record reviewed 2-17-98. Operative note states "she presents now with inappropriate rate sensing and battery depletion. Implantation of a new sys with extraction of the old sys was now indicated." "The old rate sensing lead had good parameters but was known as an out-pt to not be functioning appropriately."